Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient experienced a localized skin reaction on (B)(6) 2025, following sensor insertion in the upper arm. Reported symptoms included approximately 5 inches of circumferential redness, inflammation and swelling, skin infection, the presence of pustules, and soreness at the needle puncture site. On (B)(6) 2025, the patient visited her physician for evaluation. Upon removal of the wearable device, the affected area appeared red and swollen. The wire insertion site showed signs of infection and contained pus. The physician manually expressed the pus and applied a bandage. An unspecified oral antibiotic was prescribed, to be taken three times daily for ten days. The patient reported that the antibiotic treatment was effective and that the area ultimately healed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.